Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the ins depleting quickly was caused by a reset of differential target multiplexed (dtm) settings. The leads did not migrate. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-mar-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient called to stating she was getting relief with programming. Hcp had patient contact a manufacturer representative (rep) reprogrammed device to where it was doing even better. Patient reported a month and a half to two month ago she fell into a door knob and hit the spot where the leads go into the spine and the leads moved so the device hasn't been working as well as it was supposed to be (patient said she had concussion and memory problems from the fall itself along with a whole list of other non- related health issues). Hcp imaged leads and told patient that the leads had moved down but to a place where they could still be therapeutic and patient was told to contact rep for a meeting to make sure there weren't issues. Patient said post fall she'd been having issues because external devices would take 2-3 times to find the implant (with and without the recharger connected) and she wasn't getting relief that she was. During call patient services had patient troubleshoot equipment, there was no physical damage found to equipment (controller battery contacts, pins inside controller port, pins at end of rtm and battery pack contacts looked good), controller worked with aa batteries, controller with no battery pack powered on from ac power supply and started charging like normal from wall when battery pack was put in controller, controller connected with implant during call). Pss reviewed that equipment appeared to be functioning like normal. Patient said another issue she had post falling and hitting her implant was that the implant battery depleted more quickly than it did before. Patient hadn't increase usage or settings and said in fact, she had lowered her settings. Patient has actually been using device less because she was trying to mess with the settings to find some better comfort and had turned down stimulation. Patient said in order to kill nerves going down into her legs she has ablation and when the ablation wears off the only thing that helps with that pain is an external tens unit. Patient said when tens unit is on she turned stimulator off and she alternates that with using stimulator for pain up her back so she uses implant 50% during day and tens unit 50%. Patient said she didn't know how much damage she had done to her back when she fell and she was still waiting on a back MRI. .